Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Additionally, the insulin gauge was inaccurate, however, the customer declined troubleshooting with tandem technical support. Customer¿s blood glucose level was 80mg/dl.